Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone device for patient treatment on the right mid, distal superficial femoral artery (sfa). The lesion was severely calcified with 70% lesion stenosis. The artery diameter was 7 mm and lesion length was 40 mm. IFU was followed. It was reported that the hawkone was advanced over a 0.014" spider filter wire. One pass was made and when the cutter driver was turned off, the thumb switch would not completely advance to off position. Several attempts were made to close the thumb switch but were unsuccessful. The device was removed and a new hawkone and cutter driver were opened to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside the product pouch in 2 biohazard bags within the shelf carton. No ancillary devices were returned for evaluation. The cutter driver was returned loosely inside the packaging and not connected to the catheter. Visual inspection of the tip assembly shows that the drive shaft is not within the metal assembly and is exiting out of the tip just distal to the cutter window. Visual inspection under a microscope shows the drive shaft exiting through the damaged anchor pockets. A hole is noted on the metal coils of the proximal end of the housing where the cutter tore through. Both hinge pins are visible and intact. The cutter is visible at the end of the drive shaft with rough edges noted on the blade of the cutter. No damage noted to the distal end of the housing, nosecone, or guidewire lumen. The cutter driver powered on with no issues, however due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.